Event description:
When the nurse was preparing for an IV insertion, the nurse noticed a piece of plastic attached to the catheter tip upon opening the package and removing protective cap. IV was not used on patient.